Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning the blood/tissue from the helix and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited a dislodgement and the helix exhibited failure to retract. The lead was not used and a new lead was implanted. The patient was in stable condition.